Event description:
It was reported to baxter united kingdom by an account manager that a patient was involved in a migration incident in which actifuse was used. No additional information provided.

Manufacturer narrative:
(B)(4). Multiple attempts were made to retrieve additional information from the customer. The customer did not wish to provide any further case information. Due to the lack of information, a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. Batch review and sample evaluation could not be performed as no lot or sample were provided. No trend was identified. Per (B)(4), further investigation cannot be carried out as the product lot number and sample were not available. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: actifuse has been used for bone substitution and product migrated into surrounding tissue causing a non specified complication of an unknown severity. For a final assessment of severity and causal relationship following questions need to be clarified. Migration of the silicated calcium triphosphate granules may occur where actifuse is be subject to tension, torsion, compression, shear, or bending. A conventional implant (e.g., cage) can protect the graft from such loading actions. Alternatively migration of actifuse particles may potentially occur when used in volumetrically unconstrained sites (so the graft material cannot move or escape), or due to fast resorbtion of the aqueous carrier. Alternative procedure, patient, and pathology-related causes are to be considered (inflammatory reaction of the root, exostosis/hyperostosis, instrumentation failure/mobility of instrumented segment, etc.). We cannot rule out that the adverse event is related to the use of actifuse. Due to the limited information, this case is currently not assessable and is being conservatively reported. Baxter UK is in the process of following up with the customer for additional case information. A follow-up report will be submitted upon receipt and evaluation of additional information.